Event description:
Note: this report addresses the first of three related devices (also, refer to manufacturer reports #6000050-2007-00166 and #6000050-2007-00167). In 2007, it was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonic stent procedure performed on thirteen days earlier (male patient, weight unknown). According to the complaint, "[t]he patient had a highly distended colon. The stent was deployed past the stricture. The stent did not 'grab' the mucosa, as the physician had anticipated." Once deployed, the physician believed that the stent was the wrong size (based on fluoroscopic visualization). The stent was determined to be fully expanded. "The physician placed a second stent [immediately after he determined that the first stent was too short]. This was a 6cm stent, as there was no 12cm stent available. This second stent was able to cross the stricture." The physician had the patient return on ten days prior to original date, to have a third stent placed, to assure that the stricture was completely treated. The complainant reported that "[t]he physician felt that the [third stent] fully opened the stricture. On original date, the patient was admitted through the ER after experiencing pain and a distended belly (air in his belly). It was determined that the patient had a perforation and he underwent surgery at 8:30 pm on [event day]." The patient's condition following surgery is unknown.

Manufacturer narrative:
The device remains implanted; therefore, a device evaluation cannot be performed. The relationship between the device and the vent is undetermined. A review of the complaint database did not reveal any additional complaints reported for the same lot. The october 2007 15-month wallflex enteral stent product family complaint trend report, inclusive of all failure modes was reviewed; no adverse trend was noted.